Manufacturer narrative:
The manufacturer received additional information from the product investigation lab (pil) regarding the alleged device issue. Pil received the trilogy evo system printed circuit (pca) assembly with the allegation of a ventilator service required alarm in the error log indicating a pressure sensor mismatch. Pil visually inspected the trilogy evo system pca for visual defects and found none. Pil retrieved and reviewed the event log from the system pca and noted the alleged error code in the log. Investigation of the component was unable to confirm a failure of the system pca. Pil concluded that the trilogy evo system pca operates as designed. Pil received a trilogy evo solenoid valve with the allegation of an fio2 test failure. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the solenoid valve on the trilogy evo stb and then tested the solenoid valve on the trilogy evo multifunctional test station for fio2 receptacle verification and passed all testing. Pil was unable to confirm a failure of the solenoid valve. Pil concluded that trilogy evo solenoid valve operates as designed. Pil received a trilogy evo proportional valve with the allegation of an fio2 test failure. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the proportional valve on the trilogy evo stb and then tested the proportional valve on the trilogy evo multifunctional test station for fio2 receptacle verification and passed all testing. Pil concluded that trilogy evo proportional valve operates as designed. Pil was unable to confirm a failure of the proportional valve. Pil received a trilogy evo oxygen blending module (obm) subassembly with the allegation of a pressure sensor mismatch error in the event log. Pil visually inspected the trilogy evo obm subassembly for visual defects and found none. Pil tested the obm subassembly on the pil obm test station and passed all testing. Pil concluded that the obm subassembly operates as designed. Pil was unable to confirm a failure of the obm subassembly. Pil received a trilogy evo blower assembly with the allegation a pressure sensor mismatch in the event log. Pil visually inspected the trilogy evo blower assembly for visual defects and found none. Pil installed the blower on the trilogy evo stb and started therapy with a test lung using the existing settings. Pil ran therapy for approximately 1 hour and the blower operates without issue. Pil then retrieved and reviewed the event log from the stb and found nothing of note, pressure sensor mismatch error did not reoccur. Pil concluded that the trilogy evo blower assembly operates as designed. Pil was unable to confirm a failure of the blower. Pil investigation did not confirm nor duplicate the alleged device failure.

Event description:
A trilogy ev300 ventilator had a failure to calibrate during testing at an onsite visit by the field service engineer. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the customer site, the device failed a test step during final testing for fio2 testing. The device's 3-way solenoid valve requires replacement to address the issue.